Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a protégé everflex stent during a procedure for treatment of the proximal common iliac artery. There was no damage to the packaging and no issues noted when removing the device from the hoop/tray. There was no damage to the deployment mechanisms or device handle. The thumbscrew/lock pin was checked for securement prior to procedure. The device was prepped with no issues identified. The sales rep believes a 6 fr sheath was used during the procedure. No resistance was encountered when advancing the device. Excessive force was not used. It is reported that deployment issues and partial deployment occurred. It got locked up half way through deployment. It was reported to be stuck. The physician could not get the system to pull back. The device did not pass through a previously deployed stent. It is reported that the physician put a 9 french sheath in, put it over the stent system and pulled the stent into the sheath. It was reported that there was no injury to the patient.